Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to the physician's office regarding their insertable cardiac monitor (icm) with "feeling of pain at the incision site and that the device seemed to be coming out." Also noted, when seen in the physician's office, the incision site was infected and was "probably a reaction to the material." The device was removed. There was no information regarding icm replacement. No further patient complications have been reported as a result of this event.